Event description:
It was reported that the customer's insulin pump shut off and the display would not return. The customer's blood glucose level was 379 mg/dl. Standard troubleshooting was performed. The insulin pump's display did not return. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed a64 during testing and a64 alarmed during pump self test due to faulty electrical component on the radio frequency board. No unexpected blank displays noted during testing. Passed displacement test and off no power test and the operating currents were in specifications. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.